Manufacturer narrative:
Concomitant product(s) : product ID: 8703w, lot# l47431, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included intractable spasticity and cerebral palsy. It was reported that approximately eight years ago ((B)(6) 2007), the healthcare provider (hcp) had to remove the patient's pump because it was malfunctioning and not working. The patient stated they tried re-programming it and that did not work, so they decided to remove the device. No pump medications or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.